Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient¿s blood pressure was low during the implant procedure. The physician decided to abort the procedure and plans to reschedule for a later date. There have been no reports of further complications regarding this event.